Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was "high"; although no specific value was provided. A correction bolus was delivered to address bg.